Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR report: 1627487-2015-01416. It was reported the patient experienced an infection following the scs trial. The patient was admitted to the hospital and the leads were removed. The patient was also given IV antibiotics. Follow-up identified the patient is out of the hospital, has completed the antibiotics and has been cleared from infectious disease. The patient reportedly did have meningitis. The patient reportedly still has weakness and some nausea, but no headaches.